Event description:
It was reported that boston scientific technical services were contacted to evaluate device data that displayed alerts for variable and high, out of range (>125 ohms) shock impedance from the right ventricular (rv) lead. Technical services advised that because all other electrical lead trends were stable in range and no noise was seen, there was no evidence of rv lead impairment. It was noted that changes in impedance could be the result of changes in the physiological condition of the patient. It was recommended to reprogram the device to provide alerts at a higher impedance measurement and continue with normal follow ups. The system remains implanted and in service. The patient was stable with no adverse consequences.